Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a shaft for trephine has a broken tine. This was discovered in sterile processing at the facility. The issue was then found during inspection of set at the loaners department. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.111.030, lot 7727829: manufacturing location: bettlach. Release to warehouse date: february 20, 2012. No non-conformance reports (ncrs) were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: visual inspection confirmed the condition of breakage, which agrees with the reported complaint condition. One of three distal tines has sheared off at its base and was returned. The returned device was manufactured in february 2012 and is over six (6) years old. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The relevant drawings were reviewed during this investigation. The part 03.111.030 shaft for trephine attachments is a part of the bone harvesting set. During procedures, it is attached to the extraction attachments and handle and used to extract a bone graft local to the joint. No product design issues or discrepancies were observed during this investigation. The inside diameter near location of breakage was measured and was within specification. An accurate measurement of the outside diameter near location of breakage could not be obtained due to the post manufacturing damage (oblique fracture angle on contoured geometry). A definitive root cause for the breakage could not be determined. It is most likely that rough handling or excessive off-axis force was encountered as evidenced by the oblique fracture angle. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.